Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 490 mg/dl at the time of event. And the patient got treated with fluid drip and manual injections the length of hospitalization was less than 24 hours. The patient also had symptoms like headache, confusion, feeling sick, tired and weak. No further information available.